Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock was loose and air was noted luer lock and infusion set tubing. The customer reported an elevated blood glucose (bg) above 240 (mg/dl) and used an insulin pen to address bg levels. The customer changed all their supplies.